Manufacturer narrative:
The customer¿s report that the pump tubing is disconnecting from the midline access port was not confirmed. Functional testing did not observe any disconnections from the female/male ports or any issues with the administration set. Pressure testing also found no anomalies with the returned set. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that the pump tubing was disconnecting from the midline access port (microclave clear) but still remained a closed system. The IV tubing containing tpn (total parenteral nutrition) and lipids had to be discarded, and the patient was without IV fluids for approximately 1 hour until new fluids could be made and distributed by pharmacy. As a result, the patient was not able to receive tpn and il (interlipids) for the remainder of the day. The central line (cvl) was accessed unnecessarily as the fluids were not routinely changed for at least 96 hours. The disconnection was occurring at least 2 days into the infusion. This is file (1 of 4).